Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited noise oversensing and inappropriate mode switch. High pacing impedance and lead fracture was also noted. The lead was capped and replaced on (B)(6) 2024. The patient was stable.